Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation determined the most likely cause of the issue was an external force exhibited on the device as evidenced by the scratches near the area. The instructions for use (IFU) instructs the users of the following: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, a leak was observed on the distal tip of the evis exera ii ultrasound gastrovideoscope. The device was inspected prior to use but there were no reports of abnormalities being observed. It is unknown if the subject device suffered a deep enough impact to have caused any damage to have contributed to the leak. The device is leak tested after every use. During inspection of the returned device, the evaluation found peeling glue on the forceps cover. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device failed the leak test as a result of a cut on the distal sheath. In addition, the glue on the forceps cover was peeling and the elevator channel inlet was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation